Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's father reported a pump issue on saturday evening and sunday morning. The maintenance due date was 04/2023. The pump was beeping and had stopped running. The father noted that therapy was only briefly interrupted. They were unsure of exactly how long. No error code was displayed on the screen. It was unknown why the pump stopped infusing both times, but they switched the patient to back-up pump and restarted the infusion. The product fault occurred while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. There was a patient involvement and no patient harm/adverse event reported. The patient had a back-up device that they were able to switch to. The patient was able to successfully continue the infusion. The infusion was life sustaining. The outcome of the event was resolved. It was a continuous infusion. The set flow rate and volume delivered were unknown.

Manufacturer narrative:
D9: 22-apr-2024. One device was received for evaluation. Visual inspection found a cracked syringe port. There was no applicable evidence in the event history log. Functional testing was unable to duplicate the reported issue. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.